Event description:
It was reported that the indication for intra-aortic balloon pump (iabp) therapy was a myocardial infarction. While in the cardiology department the skillful md prepped the intra-aortic balloon (iab) per the instructions for use. The md vacuumed the balloon catheter properly while it remained inside of the tray. After removal from the tray the md immersed the balloon membrane in saline prior to insertion. A sheath was inserted via the patient's left femoral artery. As the md was inserting the iab through the sheath the iab became stuck and at this time the iab and sheath were removed as one unit. The md requested a second iab and while using the same insertion site, the md completed the procedure successfully. There was no reported death, injury or complications. Less than ten minute delay/ interruption in iabp therapy reported. There was no harmful outcome to the pt. Add'l info stated the md inserted the iab one second after setting the membrane and that the iab membrane did not inflate properly.

Manufacturer narrative:
(B)(4).